Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a review of reports was requested for this implantable cardioverter defibrillator (ICD). Upon review, technical services (ts) determined this ICD delivered five anti-tachycardia pacing (atp) and six shocks due to the conducted rhythm being high enough to count as ventricular tachycardia (vt) and meet the vt zone requirements, despite being true atrial fibrillation (af). It was noted therapy was exhausted. No additional adverse patient effects were reported. This ICD remains in service.